Event description:
It was reported the system was explanted due to endocarditis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found. (B) (4) no anomalies were found; full lead was returned. (B) (4) no anomalies were found; full lead was returned.

Event description:
It was reported the device was explanted due to endocarditis. No further patient complications were reported as a result of this event. It was reported the device was explanted due to endocarditis. No further patient complications were reported as a result of this event. It was later reported that the patient was admitted into the hospital (B)(6) days prior to explant with fever and malaise. The patient was diagnosed with (B)(6). After multiple courses of IV antibiotics, the infection did not improve. Infectious disease was consulted and they determined that the infection must have come from pacemaker leads. Interrogation of the device revealed supraventricular tachycardia (svt). The patient is a participant in the system longevity study (sls). Pacemaker and leads were removed and not replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the proximal conductor melted, the outer insulation melted, there was blood in/on the helix/lobe mechanism, and visual analysis revealed apparent explant damage. (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the proximal conductor melted, the outer insulation melted and had cosmetic environmental stress cracking (esc), and there was blood in/on the helix/lobe mechanism, and visual analysis revealed apparent explant damage.